Event description:
It was reported that occlusion alarms occurred. A system check reveled a blockage in the cartridge to be the cause of the occlusions. The customer replaced the cartridge and resumed insulin therapy. Customer's blood glucose was 154 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.